Manufacturer narrative:
H6: work order search: one additional similar complaint within associated lots was found. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -8.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no injury. On this same date a replacement lens was implanted of the same length and the problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).